Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1853w, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
The patient reported that they did not feel well. The patient reported that they had pain at the incision site; voids poured out of them and had to turn their device off. Additional information reported that the patient went to the emergency room and the healthcare provider diagnosed an infection. The area was drained near the lead implantation site. On (B)(6) 2016 the patient's healthcare provider removed the lead and extension which had been implanted for a stage 1 trial. Prior to the lead removal the patient's symptoms returned about a week and a half into their trial. The patient was experiencing 50% or better improvement in their symptoms. It was also reported that the extension, which was exiting the patient's body and was connected to the twist lock cable, was frayed. At that point, the patient turned the external neurostimulator off for the trial. At that point, she turned the external neurostimulator off for the trial. The patient was reported to be alive with no injury.